Event description:
Revision surgery - the pt had total shoulder instability and rotator cuff tear.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 4.7 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause of instability was most likely due to a rotator cuff tear. There is no information reported that showed a material, design, or manufacturing problem with the product.